Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had multiple no delivery alarms. Customer also reported that she had experienced blood glucose levels down to 20 to 30 mg/dl. The customer reported that the no delivery alarm was resolved by a complete set change. The customer was advised to call back at the time of a low blood glucose event and will not return the device for analysis.